Event description:
It was reported that during the procedure, a 2.5x18 rx xience prime stent delivery system (sds) could not be implanted in an unspecified coronary vessel; the device was ultimately not implanted. There were no reported adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial filed medwatch report, additional information was received (B)(6) 2014 indicating that the 2.5x18 rx xience prime stent delivery system (sds) could not be implanted because it was not able to cross to the target lesion. No additional information was provided.